Manufacturer narrative:
The device was evaluated by the MFR. The service tech observed that the device has third party components and tampering. The device was repaired and returned to the customer.

Event description:
It was reported that the blade mount on the saw was chipped. This was discovered when the device was at the MFR for repair. There was no pt involvement or adverse consequences related to this event.